Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/ migration') and device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". On (b)(6 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, abdominal pain, dyspareunia, back pain, dysmenorrhoea, menorrhagia and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: (state of implant- mi). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/ migration') and device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test." On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, abdominal pain, dyspareunia, back pain, dysmenorrhoea, menorrhagia and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: (state of implant- mi). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Event injury was updated and new events: pelvic/abdominal pain, dyspareunia (painful sexual intercourse),back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), breakage/ expulsion :breakage, psych injury, migration, perforation: fallopian tubes, she did not underwent essure confirmation test were added. Plaintiffs information added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.